Manufacturer narrative:
Product inquiry stated the screwdriver bit implant extraction set 4 mm (conical) to be the subject product. No further associated products were reported. Review of the device history records could not be carried out as the lot code was unknown. A physical examination could not be carried out as the device was not received for evaluation. There is a statement that was received by the sales rep concerning this case telling: the product, which is involved (1806-6110) will not be returned, because there is nothing wrong with this specific instrument. The complaint is about the extraction procedure of gamma3, which is very difficult sometimes, if the steps of the operation technique don't go as they should go, following the brochure.¿ thus, a reasonable examination and investigation was not possible. The reported event that the set screw could not be explanted was not reproducible. The exact root cause could not be determined. Possible root causes could be the following: oblique insertion of the set screw during initial surgery. Bone ingrowth blocked the inner hexagon of the set screw. An alternative of the set screw insertion with the gamma3 closed tube clip is described in the operative technique, it is possible to create a guided path for the set screwdriver. With this new feature, by pushing down the flexible set screwdriver into the nail axis, the set screw can be easily guided into the cannulation of the nail.¿ oblique insertion of the set screw can be avoided by using this instrument. The IFU describes that the user shall be familiar with the system and all included components. The operative technique for the gamma3 system includes that an end cap is recommended to avoid bone ingrowth. Furthermore, the straight screwdriver, 4 mm for set screw is recommended for set screw extraction. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No nonconformity was identified.

Event description:
The customer reported that he¿s not very happy about the extraction instruments we have for the extraction of the gamma3. He had several problems, with the extraction of the set screw. The screw doesn¿t come out easily, with the 4 mm hex. Screwdriver. In the last case, the set screw was very tight and he had to loosen the screw with a lot of power, the screw didn¿t come out and couldn¿t go back in. The surgeon asks what is the best way to extract the screws. Set screw was very tight and he had to loosen the screw with a lot of power, the screw didn¿t come out and couldn¿t go back in.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer reported that he¿s not very happy about the extraction instruments we have for the extraction of the gamma3. He had several problems, with the extraction of the set screw. The screw doesn¿t come out easily, with the 4mm hex. Screwdriver. In the last case, the setscrew was very tight and he had to loosen the screw with a lot of power, the screw didn¿t come out and couldn¿t go back in. The suregeon asks what is the best way to extract the screws. Setscrew was very tight and he had to loosen the screw with a lot of power, the screw didn¿t come out and couldn¿t go back in.